Event description:
The customer reported that the lemo connector could not be inserted into the mainframe, which would prevent the system from being able to boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Some bent pins in the lemo connector were straightened. The system was then found to be operating as intended.